Event description:
It was reported that upon functional evaluation the sheath was broken off and missing exposing the thermocouple. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
On 9/19/2025, stryker instruments discontinued the practice of filing mdrs for complaints related to sheath broken off, missing, or flaking resulting in the thermocouple becoming exposed for devices registered under gxd product code in according to FDA's "final guidance on medical device reporting for manufacturers" section 2.15. This malfunction has not caused or contributed to any serious injuries or deaths in at least two years. No new mdrs will be filed for this malfunction and corrected supplemental mdrs will be submitted if necessary for any events pending device investigation.

Event description:
No new information.